Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1251310, medical device expiration date: 2022-06-30, device manufacture date: 2021-09-08. Medical device lot #: 1286477, medical device expiration date: 2022-07-31, device manufacture date: 2021-10-13. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vial has been found giving molecular false positives. Pcr methodology was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: this case seems to be a molecular false positive. The customer did confirm that the confirmatory test method, while anonymous, was a pcr methodology used. Customer problem: customer is reporting false positives - 442192, lot 1251310 and 1286477.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufactu bnrer on: 13-apr-2022 h6: investigation summary customer reported a positive ID result for bactec media, while using blood culture identification panels. Returned good samples for batch 1286477 were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention and returned good (1286477) samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. H3 other text : see h10

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vial has been found giving molecular false positives. Pcr methodology was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: this case seems to be a molecular false positive. The customer did confirm that the confirmatory test method, while anonymous, was a pcr methodology used. Customer problem: customer is reporting false positives - 442192, lot 1251310 and 1286477.